Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated by the product analysis lab (pal). A review of the event logs was unable to verify the failure. A temperature confirmation test was initiated and later aborted due to a system error 2042 caused by a pin hole in the compressor tubing (investigated in cmplnt-(B)(4)). The power was cycled and the display cursor began to flash with no alarm (investigated in cmplnt-(B)(4)). The device failed rite functional testing as fluid was transferred above the allowable specification range during volumetric accuracy testing. An external/internal inspection was performed and identified a crack in the door piston (investigated in cmplnt-(B)(4)) as well as deterioration of the piston foam. Pneumatic testing of the device observed abnormal pressure build up in the positive t tank as well as a leak in the bottle assembly of the negative p tank (investigated in cmplnt-(B)(4)). Upon conclusion of the investigation, the cause of the volumetric accuracy failure was due to deteriorated piston foam. The piston foam was to be scrapped and the device was sent for servicing. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed therapy monitored fluid volume testing. There was no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice was returned, and a device analysis is currently underway. Upon completion of the evaluation or if additional information is received, a supplemental report will be submitted